Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device turned off during patient use. The device then alarmed a system failure. No health consequences for the patient were reported.